Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. The device had a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that they were at a dance rehearsal when the insulin pump started beeping and the button error alarm occurred. Troubleshooting for keypad anomaly was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.